Event description:
On (B)(6) 2014, the reporter contacted animas, alleging moisture within the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint was unable to be confirmed with investigation. No moisture was observed within the battery compartment. Moisture was observed behind the display screen lens. Battery compartment cracks were discovered. Leak testing revealed a battery compartment leak. The audio-alarm was not functioning. Moisture was observed on the pump¿s internal components. Unrelated to the complaint, the display screen was dim and discolored.